Event description:
The stent did not cross the target lesion. No additional information was given.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. During a percutaneous coronary intervention, a 2.50 x 13 mm cypher select plus stent failed to cross the lesion. No vessel, lesion or procedural information was provided. The sds was returned without the involved guiding catheter for failure analysis. The account indicates they were not aware of the strut uplift. Blood traces were observed on the shaft as well as over the balloon. Upon visual analysis, the stent showed several proximal struts uplifted. No other anomalies were observed. The crossing profile of the mid and distal section of the stent was measured and found within specification tolerance. It ws not possible to measure the proximal section because of the uplifted condition of the struts. An attempt was made to introduce the sds through a cordis 6fr guiding catheter however; it was not possible due to the condition of the stent. A device history record review was performed and showed this lot of products met all requirements per the applicable manufacturing quality plan. The report of proximal strut uplift was confirmed by analysis. Based upon the very limited information, it is not possible to conclusively determine the cause of the event.